Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear/gearwheels were broken and torn off. It was further determined during the pre-repair diagnostics that the device failed for tests for check for free movement, check for excessive noise, check for air leak and for check power with test stand, min. 190 to 260 w. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the air reamer/drill device and the drill chuck device did not have enough power to work well. It was further reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.